Event description:
It was noted that the patient was disappointed that the implantable neurostimulator (ins) did not last as long as stated. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information reported indicated that the ins battery depletion was premature and the ins was replaced. It was stated that interventions included MRI of brain on (B)(6) 2013 with no acute abnormalities. Signs and symptoms associated with the event were increased tremor. No hospitalization was needed and the patient recovered with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v224589, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was further reported the reason for the ordered MRI was unknown. It was noted the health care professional had seen the patient in (B)(6) 2012 and again in (B)(6) 2013. It was stated the patient did not experience any symptoms at either appointment. It was noted there was ¿nothing that indicated there had been a device issue at that time.¿

Manufacturer narrative:
(B)(4).